Event description:
Situation: brockenbrough was performed with acunav catheter and rf needle, and pre-map was performed with the octaray. After that, decrease in blood pressure was observed following the first ablation with farapulse. Cardiac tamponade was confirmed, and drainage was performed. Cardiac tamponade atrial septal puncture was performed by rf needle. Details of health hazard_ cardiac tamponade. Extended hospitalization_ no. Causal relationship with the product_ unknown. Physician¿s comment on the relationship between the event and the product_ arterial blood was taken from the drain, and it appeared to be bleeding from the left atrium. The cause was considered to be perforation of left atrial appendage by farapulse wire, which was unrelated to carto3. Were any abnormalities observed prior to use of the product? _ none. Were any abnormalities observed during use of the product? _ none. The complaint product(s) will be returned for analysis. Farapulse pulsed field ablation system (boston) was used. Patient is a 76-year-old asian male, 74 kg. One catheter changed was used for each procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).